Event description:
After a failed cross attempted in the renal artery, and upon removal of the device into the guiding catheter (contrary to the IFU), the stent dislodged. The physician tried to snare the stent, but was not successful and the stent remains in the pt, in the periphery. No pt effects were reported.